Event description:
Related manufacturer reference number:2017865-2022-44749. It was reported that the right atrial lead and the right ventricular lead exhibited insulation damage and extra cardiac stimulation. Both leads were explanted and replaced. The patient was in stable condition.